Event description:
The customer stated that the insulin infusion pump alarmed motor error during the prime. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis is completed. No conclusion can be drawn at this time.